Manufacturer narrative:
Initial reporter full name: dr (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was a "sensor failure" alarm generated. There was no reported injury to the patient.